Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the load fill tubing sequence, ¿the pump continued to drip insulin¿ from the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.